Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755-s (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. Battery getting hot and now states there is no data on device. The reason for call was patient reported she lost her hearing and they wanted to do an MRI 2yrs ago and they will not do the MRI because of the placement of the implant. Patient stated the implant is in the thoracic area and she cannot get an MRI. Patient stated the hcp would like to reposition the implant in the buttock area. Patient reported the external devices and the ins area got really hot when they were trying to charge the implant about 2 yrs ago. Patient services specialist asked clarifying questions and patient said she had a lot of medical conditions going on about 2 years ago and she broke her arm and broke her wrist and had major surgery for that. Patient stated they moved and all the external devices are lost. Patient stated they have an appointment on (B)(6) 2023 with rep and they will be checking the leads and ins. An email was sent to the repair department to replace the recharger, and ac power cord device.